Event description:
A pt reported experiencing inaccurate low results with a one touch ii meter. The pt's blood glucose results were 4.1 mmol versus 7.0 mmol meter to lab. Tests were done within 10 minutes with a difference of 41%. Pt did not experience any adverse events. No further info has been reported.